Event description:
The customer stated that the paramedics were called to his work after he passed out due to low blood glucose levels. The customer's blood glucose reading was 44 mg/dl when the paramedics arrived. The customer stated that he had been struggling with his blood glucose levels all day, and had been putting the insulin pump in suspend mode. However, the customer felt that the insulin pump continued to deliver insulin even though he had suspended the delivery. The customer also stated that he had noticed insulin squirting out during previous set changes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.